Event description:
(B)(4).

Manufacturer narrative:
Changes made to the info originally submitted on user medwatch (B)(4) appear in the followings: (changed from "product problem" to "adverse event"), (changed from (B)(6) 2008 to (B)(6) 2008), (changed from "platinum tip guidewire" to "valved PICC"), and (changed from "0318 in x 60cm" to "na"). A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots meta ll material, assembly and performance specifications. Our guidewire supplier (B)(4) is also being sent a supplier corrective action request for this event. It has been reported that the used device is not being returned for evaluation, as it is being retained by the hospital. Upon completion of our investigation a follow-up medwatch will be submitted. (B)(4).